Manufacturer narrative:
H3, h6: the device was returned for evaluation. Functional test was performed: initial temperature 88°f, final temperature 166°f. During functional test, no temperature issues were found, complaint not confirmed.

Manufacturer narrative:
The reporter did not indicate that the device will be returned for evaluation. If the manufacturer receives the device, a supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the device is overheating during treatment. There was no injury reported.